Event description:
Patient revised on (B)(6) 2021 due to instability, approximately 4.5 months following primary surgery. Surgeon explanted 135/145 36/+3 stability humeral cup and replaced it with a 36/+6 stability humeral cup and a 135/145 reversed adapter for an extra +9mm of spacing.